Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre operative diagnosis of "waist 4,5 disc prolapse, with 1 degree slippage" underwent lumbar posterior open fusion. Intra-op, the screw broke. No fragment of the broken screw remained inside the patient. No patient complications were reported.